Event description:
The surgeon has scheduled a tympanoplasty and mastoidectomy revision surgery due to part of the electrode array migrating into the ear canal. A CT scan has also been scheduled. Testing revealed that the device is functioning. The pt is being monitored.